Manufacturer narrative:
Corrections: a3a; sex e; initial reporter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: section h6: fdc code updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient connector lost connection with the implantable cardioverter defibrillator (ICD) when attempting int errogation. It was noted that the patient connector initially identified the ICD, however as soon as interrogation began a red x symbol was displayed on the mobile programmer application screen with an error message indicating that interrogation had been unsuccessful and it was not possible to proceed. Troubleshooting steps were taken to include reattempting interrogation multiple times, however the issue persisted. It was further noted that interrogation was attempted on an alternative ICD with the same result. Further troubleshooting steps were taken to include reattempting interrogation one more time which was successful. Additionally, it was noted that when attempting to send the report after the implant it did not go through. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID 24970a mobile programmer product ID m01a02 mobile programmer application medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.